Event description:
Patient reported they received shipment yesterday and was able to set up and use the nebulizer last night. This morning the nebulizer was no longer working correctly. The nebulizer turns on but the medication does not mist. Pt indicated something may be wrong with the hose. Missed dose reported. Unknown if defective device on hand for return. Unknown if md aware. No further info provided. Indication: chronic obstructive pulmonary disease, unspecified.